Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damaged: visual / examples: deformed/bent/cracked/broken . Visual inspection the spherical end of the applicator inner shaft is broken off; the broken off part was returned (in the knob) for investigation. The instrument presents surface wear consistent with use. Summary: the returned applicator inner shaft was examined, and the complaint condition was able to be confirmed. The review of the production history revealed that this instrument was manufactured in november 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Furthermore, these instruments are function checked with the mating parts per 100% before they leave the manufacturing site. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criteria¿s. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. The t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As every surgeon has a different tactile feeling/feedback and forces can vary, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. As every t-pal case is equipped with two inner shafts, the surgery should in case of a breakage be continued without difficulties. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.812.003, lot: 9197797, manufacturing site: hägendorf, release to warehouse date: nov. 05, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020. A tlif (transforaminal lumbar interbody fusion) was used in an unknown procedure. When the tpal implant was being inserted, the round stopper of the applicator inner shaft (03.812.003) broke off and stuck inside the applicator knob (03.812.004). The procedure was completed with a replacement inserter. There was a 30-minute surgical delay. No further information is available. Concomitant device reported: applicator outer shaft (part # 03.812.001, lot # unknown, quantity # 1)applicator knob (part # 03.812.004, lot # 9890919, quantity # 1),, transforaminal posterior atraumatic lumbar (t-pal) implant (part # unknown, lot # unknown, quantity # 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).